Manufacturer narrative:
Field safety notice ((B)(4)) has been released to customers indicating further actions will be taken.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported uncommand movement of a detector, which resulted in the detector making contact with a patient. The collision sensors were activated and system motion halted. The operator confirmed that the patient was not touched by the camera during this uncommanded system motion. Based on additional information from field safety notice ((B)(4)) / health hazard evaluation ((B)(4)), it has been determined this record is a reportable event. A field safety notice ((B)(4)) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.